Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) has an internal issue. There was no harm or injury to the patient and no adverse event was reported

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) has an internal issue. There was no harm or injury to the patient and no adverse event was reported

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate and verified error codes 78 2 and 111, 112 in error logs. Troubleshoot and inspected coil cable and cable to back plane cable. The stm cleaned coiled cable contacts with contact cleaner but was not able to duplicate any error codes. Subsequently, the stm ran and passed all performance and function tests as per manufacture specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) has an internal issue. There was no harm or injury to the patient and no adverse event was reported